Manufacturer narrative:
The most likely cause is patient factors, including a history of coronary artery bypass graft, in addition to a bentall surgery.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with 25mm 3300tfx aortic valve is being evaluated for valve-in-valve procedure after implant duration of unknown period due to structural valve deterioration. The patient presented with dyspnea on effort. A 60-year-old male patient who underwent bentall surgery to implant the device.

Event description:
Edwards received information that a patient with 25mm 3300tfx aortic valve is being evaluated for valve-in-valve procedure due to aortic regurgitation secondary to structural valve deterioration after implant duration of six (6) years and nine (9) months. The patient presented with the symptom of dyspnea on effort.